Event description:
Our distribution partner surgalign reported "after cage inserted into disc space noticed csf leak. Muscular grafe, surgicel and tisseel placed. Did not observe active leaking. Deep hemovac drain placed."

Manufacturer narrative:
The device remains in patient and is not available for investigation. A DHR review has not been conducted or confirmed that device(s) met specification prior to shipping. This report will be updated should this information become available at a later date.

Manufacturer narrative:
The device remains in patient and is not available for investigation. A DHR review has not been conducted or confirmed that device(s) met specification prior to shipping. This report will be updated should this information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or unapplicable at this time:

Event description:
Our distribution partner surgalign reported "after cage inserted into disc space noticed csf leak. Muscular grafe, surgicel and tisseel placed. Did not observe active leaking. Deep hemovac drain placed."